Manufacturer narrative:
No failure. No product involvement. Revision of the stoma.

Event description:
New information has concluded that this case has no product involvement. Only revision of the stoma. Surgery took place on (B)(6) 2023. Previously reported: fixture removal surgery due to unknown reasons. No report form provided.

Event description:
Fixture removal surgery due to unknown reasons. No report form provided. Surgery took place on (B)(6) 2023.

Manufacturer narrative:
A follow-up report will be submitted after more information is obtained.